Manufacturer narrative:
The medical team in (B)(6) discarded the impella product and additionally, no data logs or imaging were returned for analysis into the reported limb ischemia. The root cause was determined to be patient condition. The patient's vessel size as well as vasopressor dose contributed to the limb ischemia. The failure mode will be monitored and trended.

Event description:
In (B)(6) the medical team escalated a patient's care from an intra-aortic balloon pump (iabp) to the impella cp. The patient had been on the iabp for a week following coronary angioplasty. The patient's care was poor as she was intubated and suffering from renal and liver issues in addition to her cardiac disease. The impella cp was placed via the right femoral artery. After a day of support the impella limb was noted to be ischemic and so the team placed external bypass to relieve the limb. This allowed for pulses to be found via doppler. After 5 days of impella cp support the pump was explanted and care further escalated to the impella 5.0.